Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. Reportedly, the pocket was draining some clear fluid, and the patient was hospitalized nine days ago due to sepsis of unknown origin. There were no additional adverse patient effects reported. This ra lead was explanted.